Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device history record review reports: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes europe reports an event in hungary as follows: during a procedure (B)(6) 2012 ,reportedly the impactor broke. No further information is available. This is report 1 of 1 for this event.